Manufacturer narrative:
Date returned to manufacturer is unknown, date supplied is date of investigation. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 74076 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 74076 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, there was an increase in clotting.

Manufacturer narrative:
Corrected medical device manufacturer to (B)(4). Corrected mfg location to (B)(4).